Event description:
The customer reported that while pipetting a plate on summit the tech observed that no conjugate was added to wells b4, c4, and d4. No error code was generated. No death or serious injury was associated with this complaint.